Event description:
Dr. (B)(6) used egia60-3.5mm sulu in vats lobectomy surgery .after fired, the sulu cartridge was stuck and it could not open .then dr. (B)(6) used knife to cut off tissue in order to removed the sulu away from patient. The patient didn't injury. Then we changed a new sulu to the hospital. Medical intervention required? No. Was re-intubation/re-cannulation necessary? No. Was surgery time extended by 30 mins or more? No. What is the current condition of the patient? Has left hospital. Patient involved. No patient injury.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).